Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that they had integrated multi-sensor technology (imt) calibration issues. The customer replaced the imt standard solutions a and b, imt diluent and imt sensor. The customer ran the imt dilution check, which passed. A siemens headquarters support center (hsc) reviewed the instrument data and did not find any calibration errors. Calibration and quality controls were run prior to the samples being processed and were acceptable. The hsc specialist concluded that the potential cause of the discordant results was due to the sample handling and/or sample integrity issue. The instrument is performing within the manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample on the dimension exl with lm instrument, and a discordant, falsely low potassium (k) result was obtained on a different patient sample. The initial results were reported to the physician(s), who questioned the results. The samples were repeated on the same dimension exl instrument, resulting higher. The correct results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low sodium and potassium results.